Event description:
Triple-lumen catheter was placed over j-wire without complication. The inner portion of wire had become separated from the external portion of j-wire which had become unraveled during procedure.